Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a change in therapy effect and exhibited weakness, fatigue, and slurred speech. She was admitted to the hospital. Additional information has been requested, a follow-up report will be sent if additional information becomes available.